Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired the first clip and it would not approximate. It was too loose on the tissue. The device was fired on the cystic artery or cystic duct. A new device was used to complete the procedure. There was no patient impact.